Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer reported via phone call, the buttons on the insulin pump weren't working properly. The customer's blood glucose was 6.2 mmol/l. Customer stated she had taken the insulin pump and ten minutes later it started alarming. She keeps the device in her bra pouch. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.